Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing 2. Summary of follow up/corrective actions taken: the investigation is ongoing 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable results not matching the patient's clinical status for 1 patient tested for elecsys ft4 IV on a cobas e801 analytical unit. 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. 2. Summary of follow-up/corrective actions taken: the data was requested for investigation, but was not provided.